Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found that the balloon was burst. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The balloon burst found is likely to have occurred due to procedural factors such as excessive inflation pressure beyond the rated burst pressure, interaction with ancillary devices, or contact with sharp or irregular anatomical or instrument surfaces during or prior to use. These conditions are inherent to procedural handling and are outside the manufacturer's control. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a dilation procedure to treat esophageal stenosis performed on (B)(6) 2026. During the procedure, the balloon was lightly inflated once after placing it at the area of the esophagus that needed dilation. However, the balloon ruptured when deflation was performed to attempt dilation. The exact pressure when the balloon burst was unknown, but it was reported that it was less than 3atm after inflation. No piece of balloon detached inside the patient. The procedure was completed with another of same device. There were no patient complications reported as a result of this event.